Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cut is made in the sphincter of oddi and at the moment of removing the device, detachment of the cutting thread is evident. It was reported that the cutting wire was intact but the wire anchor dislodged from the catheter. No part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized when not in contact with tissue. However, according to the instructions for use (IFU), precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and or patient injury.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.